Event description:
The manufacturer received information alleging a patient experienced double pneumonia after using the device for two weeks. The patient went to the doctor and then had to go to the hospital. The patient is currently stable and at home. The patient has not used the device for two years. The device was cleaned with soap and water. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.